Event description:
It was reported that the customer experienced an elevated blood glucose level but its specific value is unknown as it was displayed as "high." Cause was not known. To address the situation, the customer administered a correction bolus via the pump and did not require further assistance.